Event description:
It was reported that a pta balloon dilatation catheter would not deflate after the second inflation to 12 atm was performed. After approximately 10-12 minutes of attempts to deflate the balloon, a 22 gauge needle was inserted through the pt's skin. The pta balloon was punctured and successfully deflated. The catheter was then removed through the introducer sheath without incident. No further treatment was performed. No pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The device has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.